Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose read high (>500mg/dl) and she was vomiting, so her husband took her to the ER. She was treated with manual injections of insulin and an IV. The pod was discarded.